Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid with a concentration of 2.0 mg/ml at a dose of 0.1 mg/day. It was reported the patient apparently developed an infection following the insertion of the catheter and pump. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. The patient developed on infection following the implant of the catheter and pump. The hcp told the representative told them that the patient was taken to surgery on (B)(6) 2016 and had to have the pump and catheter removed due to infection. The representative did not know anything else involving the incident; it was unknown if the issue had been resolved. The representative contacted the pain management medical doctor to let her know of the explant. The explanted devices were discarded by the customer. Additional information received from the hcp on (B)(6) 2017 reported both incisions were draining pus and were indurated. Blood cultures were positive, and other lab work was indicative of infection. Diagnostics included complete blood count (cbc), c - reactive protein (crp), erythrocyte sedimentation rate (esr), blood cultures, and wound cultures. The patient left the hospital against medical advice (ama).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.